Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.:returned product consisted of a nc quantum apex mr balloon catheter. The balloon was tightly folded. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that shaft break occurred. A 20mm x 3.00mm nc quantum apex balloon catheter was selected for use; however, when the device was removed from the package, it was noticed that the hypotube was fractured. The procedure was completed with another of the same device. No patient compications reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that shaft break occurred. A 20mm x 3.00mm nc quantum apex balloon catheter was selected for use; however, when the device was removed from the package, it was noticed that the hypotube was fractured. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.